Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. Physio-control's further investigation found a critical failure that prevented defibrillation therapy delivery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the failure to be a shorted diode, designator cr30.